Event description:
It was reported that during a procedure, the tip of the unit came off. Further, the tip was retrieved and no adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.